Event description:
It was reported that: the pt monitor with dual hemopod transducer showed too low ibp readings. Medication was dosed on unnecessary high level.

Manufacturer narrative:
The concerned dual hemo pod was requested for investigation, but not yet rec'd. Investigation results will be reported in a f/u report.